Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. During the initiation of treatment, the machine alarmed with a blood leak. No medical intervention was required; pt had no ill effects. Sample is not available.